Event description:
User reported 2 false positive results. Negative pcr and rapid. This is report 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to c5255 (3014862188-2021-02846: test 1 of 2).

Event description:
User reported 2 false positive results. Negative pcr and rapid. This is report 2 of 2.